Event description:
Sales rep. Reports that: "pt had codman programmable valve implanted in 2005. Shunt valve was working well until pt fell on valve approx two months ago. Since that time she has had seizures and overdrainage. Surgeon replaced the valve with another codman programmable valve". Surgeon requested for the valve to be evaluated, however, he believes that it was fully functional."